Event description:
It was reported that during a non tortuous, moderately calcified, concentric, de novo, 90% stenosed, distal, left anterior descending arterial stenting procedure, during the pre-dilatation, the voyager rx balloon was advanced without resistance and ruptured on the first inflation at 10 atmospheres. The device was removed with slight resistance with the patients' vessel, but there was no intervention needed for the removal. The procedure was completed with a non-abbott balloon and a xience v stent successfully. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ls, guide cath: brite tip 6fjl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.